Manufacturer narrative:
E1: patient city - (B)(6). Patient country - colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set detachment while sleeping event on 29-nov-2024. The site of detachment was infusion site. The infusion set was in use for one day. The insertion site was abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006931 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing connector detached from infusion set (cannula part/base piece) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional test: static-pull tubing- tubing base according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6006931 was packaging according to the wi version 78, in the machine multivac 12, on 29/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4d03083 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 21-apr-2024, with a total of (B)(4) units. The lot 4d03084 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 25-apr-2024, with a total of (B)(4) units. The lot 4d03877 was assembled according to wi version 41 manufactured in the machine mp05, on 19-apr-2024, with a total of (B)(4) units. The lot 4d04142 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 28-apr-2024, with a total of (B)(4) units. The lot 4d05500 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 28-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 22-may-2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6006931 and one other complaint has been registered in database for the same lot 6006931 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.